Manufacturer narrative:
The investigation is ongoing. The device will not be returned.

Event description:
Approximately 5 years post successful tavr implant of a 23mm sapien 3 valve via transfemoral approach, the patient now presents with stenosis. The patient was treated with a 23mm ultra valve with 1cc added. The pre/post gradients were measured at 27 and 5. The procedure went well. Per medical record review, the initial 23mm s3 bioprosthetic aortic valve had developed moderate prosthetic valve stenosis, and moderate insufficiency, and had resulted in the patient spending the last 3 months in and out of facilities in heart failure. The procedure was successful and the valve was placed as intended with no paravalvular leak ( pvl) and a mean gradient of 5mmhg.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with sapien 3 valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was confirmed based on provided medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 5 years post successful tavr implant of a 23mm sapien 3 valve via transfemoral approach, the patient now presents with stenosis". Additionally, per the medical record, the patient had hyperlipidemia, diabetes mellitus ii, and chronic kidney disease. Diabetes mellitus and chronic kidney disease are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia, diabetes mellitus, chronic kidney disease) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.